Event description:
Device malfunction: none. Symptoms/ ae: in-stent restenosis. Time of ae: approximately nine months postprocedure. It was reported that approximately nine months post a left internal carotid / common carotid artery stenting procedure, during a routine check-up, an asymptomatic pt was found to have 90% in-stent restenosis. An rx acculink was placed within the existing stent and the lesion was postdilated to 10% stenosis. There were no adverse pt sequelae reported. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Restenosis of the stented segment is a known possible adverse event associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.